Manufacturer narrative:
The device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged perforation of the ivc, migration, tilt and filter detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an unknown model vena cava filter allegedly experienced a device or component migration, device malposition, detachment of the device or a component, and a patient-device interaction problem. This information was received from a single source. The alleged malfunction involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.